Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), affective disorder ('mood disorder'), diarrhoea ('diarrhea recurrent'), migraine ('migraine headache'), insomnia ('insomnia') and deep vein thrombosis ('recurrent dvt') in a (B)(6) female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("fatigue"), affective disorder (seriousness criterion hospitalization), diarrhoea (seriousness criteria hospitalization and medically significant), migraine (seriousness criterion medically significant), insomnia (seriousness criteria hospitalization and medically significant) and deep vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal) and wound care (chronically anticoagulated for recurrent dvt from a venous compressive disorder). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the fatigue had resolved. On (B)(6) 2021, the pelvic pain had resolved. On (B)(6) 2022, the affective disorder had resolved with sequelae. At the time of the report, the diarrhoea, migraine and insomnia had not resolved. The reporter considered affective disorder, deep vein thrombosis, diarrhoea, fatigue, insomnia, migraine and pelvic pain to be related to essure. The reporter commented: more than one coil was placed in each tube. If necessary, I have the op note. My symptoms were consistent with gulf war sickness/ syndrome. I feel much better following surgical removal of your product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), affective disorder ('mood disorder'), diarrhoea ('diarrhea recurrent'), migraine ('migraine headache'), insomnia ('insomnia') and deep vein thrombosis ('recurrent dvt') in a 50-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("fatigue"), affective disorder (seriousness criterion hospitalization), diarrhoea (seriousness criteria hospitalization and medically significant), migraine (seriousness criterion medically significant), insomnia (seriousness criteria hospitalization and medically significant) and deep vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal) and wound care (chronically anticoagulated for recurrent dvt from a venous compressive disorder). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the fatigue had resolved. On (B)(6) 2021, the pelvic pain had resolved. On (B)(6) 2022, the affective disorder had resolved with sequelae. At the time of the report, the diarrhoea, migraine and insomnia had not resolved. The reporter considered affective disorder, deep vein thrombosis, diarrhoea, fatigue, insomnia, migraine and pelvic pain to be related to essure. The reporter commented: more than one coil was placed in each tube. If necessary, I have the op note. My symptoms were consistent with gulf war sickness/ syndrome. I feel much better following surgical removal of your product. Lot number:626976, manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), affective disorder ("mood disorder"), diarrhoea ("diarrhea recurrent"), migraine ("migraine headache"), insomnia ("insomnia") and deep vein thrombosis ("recurrent dvt") in a 50 year-old female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity. On (B)(6) 2008, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fatigue ("fatigue"), affective disorder (seriousness criterion hospitalisation), diarrhoea (seriousness criteria hospitalisation and medically important), migraine (seriousness criterion medically important), insomnia (seriousness criteria hospitalisation and medically important) and deep vein thrombosis (seriousness criterion medically important). The patient was treated with surgery (essure removal) and wound care (chronically anticoagulated for recurrent dvt from a venous compressive disorder). On (B)(6) 2021, the fatigue had resolved. On (B)(6) 2021, the pelvic pain had resolved. On (B)(6) 2022, the affective disorder had resolved with sequelae. At the time of the report, the diarrhoea, migraine and insomnia had not resolved. The reporter considered affective disorder, deep vein thrombosis, diarrhoea, fatigue, insomnia, migraine and pelvic pain to be related to essure administration. The reporter commented: more than one coil was placed in each tube. If necessary, I have the op note. My symptoms were consistent with gulf war sickness/ syndrome. I feel much better following surgical removal of your product. Lot number: 626976, manufacture date: 2008-04 and expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review this case is found to be duplicate of case (B)(4) so this case needs to be deleted from argus database. All source documents, references , events are transferred to retained case. This case marked for deletion. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.